Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02225. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported patient underwent colonoscopy with biopsy post implant on (B)(6) 2008.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, a cystocele, an enterocele, incomplete vaginal cuff prolapse, and weakened pubocervical fadcia. It was reported that the patient experienced pain, pain with intercourse, incontinence, pressure and pulling in pelvis. The patient underwent a colon biopsy in 2007. The patient was treated from approximately (B)(6) 2006 to (B)(6) 2008 and underwent mesh removal in approximately (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02225. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, repair of paravaginal defect, extraperitoneal colpopexy and cystoscopy. It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2013.